Manufacturer narrative:
Correction: b3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 8886848813, 8886848813 laproclip 2x12 x10, (lot#:n4d1970y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was admitted to the hospital due to gallstones and cholecystitis and underwent laparoscopic cholecystectomy. After the operation, the patient was given anti-inflammatory symptomatic supportive treatment and recovered well. Discharged and admitted again with abdominal pain symptoms. At that time, the diagnosis was considered to be intestinal obstruction and the CT report showed the possibility of small intestinal obstruction. After relevant treatment, there was no significant improvement. It was also noted that the patient was transferred twice in a hospital for treatment. After examination, abdominal effusion was considered. Considering the possibility of bile leakage, underwent sub peritoneal abdominal exploration and found that the gallbladder duct with two biological clips were broken causing bile fistula.